Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the pacemaker's battery showed six and a half years remaining. However six months earlier the battery showed 13 years remaining. It was noted that the power consumption of the battery was at 140 percent. It was further noted that there were many atrial fibrillation (af) and non-sustained ventricular tachycardia (vt) events stored. Engineering analysis of the data stored in the device found that the longevity change was normal due to atrial arrhythmia. The device power consumption was very low before the last previous follow-up because there was no atrial arrhythmia and low pacing percentages. Boston scientific technical services (ts) discussed reprogramming the pacemaker to pace and sense in the ventricle only to reduce power usage from the continuous af. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, e1 and h6 codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker's battery showed six and a half years remaining. However six months earlier the battery showed 13 years remaining. It was noted that the power consumption of the battery was at 140 percent. It was further noted that there were many atrial fibrillation (af) and non-sustained ventricular tachycardia (vt) events stored. Engineering analysis of the data stored in the device found that the longevity change was normal due to atrial arrhythmia. The device power consumption was very low before the last previous follow-up because there was no atrial arrhythmia and low pacing percentages. Boston scientific technical services (ts) discussed reprogramming the pacemaker to pace and sense in the ventricle only to reduce power usage from the continuous af. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received; this device was scheduled to be explanted due to physician discretion with no allegation. No adverse patient effects were reported. This device remains in service.